Event description:
It has been reported to co that during the procedure the device failed to sense. The device was removed and replaced with another to finish the procedure. There is no report of pt injury. The device is being returned to co for its evaluation.